Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for three patient samples from the cobas 6000 c501 module. Patient 1 initial sodium result was 131 mmol/l and repeat result was 142 mmol/l. Patient 2 initial sodium result was 132 mmol/l and repeat result was 140 mmol/l. Patient 3 initial sodium result was 132 mmol/l and repeat result was 142 mmol/l. The initial potassium result was 3.9 mmol/l and repeat result was 4.5 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found a bent rod in the reference electrode. He replaced the electrode and ran calibration and qc which both passed multiple times and ran a precision check. The investigation determined the service actions resolved the issue.